Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 600 mg/dl and ketones were present. Insulin injections were administered to address the high bg. The contact initially did not think the pump was functioning. During troubleshooting, the pump history showed that an occlusion and button alarm had occurred that day. The contact suspected that the alarms were the cause of the high bg. Tandem technical support reviewed the possible causes of the alarms with the contact. The contact acknowledged the information.